Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 850mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the patient went to the hospital with baclofen overdose symptoms. It was noted that the patient had a pump replacement on friday because the pump had reached end of service (eos) and the catheter was not replaced. The patient was being monitored by the medical team. The patient's pump was interrogated and logs were pulled. It was noted that the pump was operating as expected and the logs revealed nothing out of the ordinary. The patient's daily infusion rate was reduced 10% but no changes were made to the drug in the reservoir. There were no known environmental/external/patient factors that might have caused or contributed to the event. It was unknown if the issue was resolved at the time of the event. The patient's status was listed as "alive - with injury", which was clarified to be referring to the patient continuing to be managed by the treating team. No surgical intervention occurred or was planned.